Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument would not hold the needle while the surgeon was suturing. The needle fell inside the patient¿s anatomy as a result of the issue with the needle driver instrument. There were no blades involved in the incident. The tip of the instrument opened as expected and did not remain static, and there was no report of uncontrolled or reversed motion during the procedure. The condition of the tip, whether bent or misaligned, is unknown. Additionally, no cables were visibly protruding from the distal end of the instrument. A backup instrument was used to complete the procedure, and there were no reports of patient injury. Photographic images of the device or a video recording of the procedure are not available for intuitive surgical, inc. (Isi) to review.

Manufacturer narrative:
The mega suturecut needle driver instrument was received for failure analysis. A visual inspection found no damage on the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grasping test. No product issue was identified.